Event description:
A nurse reported the packaging contained a different cartridge than what was stated on the label. She reported it was noted before surgery and there was no pt harm.

Manufacturer narrative:
Eval summary: the complaint sample was not returned. One unopened cartridge for the reported lot number was returned. The cartridge inside is a monarch (d) cartridge as labeled. Results from the monarch product history record review indicated the product met release criteria. The root cause cannot be determined by the investigation. The returned unopened product was verified to be a monarch (d) cartridge. (B)(4).